Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons breaking apart internally-vagina [foreign body in reproductive tract]. Tampons breaking apart [device breakage]. Consumer reported via email that the tampon was breaking apart internally. No serious injury was reported.